Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, the right ventricular lead exhibited oversensing. On (B)(6) 2017, the lead was capped and replaced. The patient was fine before and after the procedure.